Event description:
The patient came as motor vehicle trauma patient on (B)(6) 2022. Patient underwent an open right lower lobectomy for hemorrhagic consolidation and pneumatocele that developed in the right lower lobe. During the procedure the chest tubes were being placed and trimmed. The posterior chest tube required shorter length then the anterior tube and therefore was trimmed appropriately to allow the y connector to lie properly. However the diameter of the tube was insufficient as incised to allow the 3/8thsy connector to be inserted. At that time the chest tube was then dilated at its opening with a needle driver and the tubes were then connected. Postoperative chest x-ray revealed a metallic fragment and repeat chest x-ray confirmed its position to be unchanged and it appeared to be within the posterior chest tube. The patient was returned to the operative theatre on (B)(6) 2022 and surgery to remove the metallic fragment was completed. The fragment was visualized and shaken free of the tube. Inspection of the fragment revealed it to be portion of a needle driver jaw insert which had dislodged and fallen into the tube during dilation as described above. Postop fluoroscopy revealed no remaining metallic fragments. Patient was taken to the recovery room in stable condition having tolerated the procedure well. FDA safety report ID# (B)(4).